Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (concentration: 10 mg, dose rate: 2.05mg) and bupivacaine (concentration: 10mg, dose rate: 2.05mg) via an implantable pump for non-malignant pain. It was reported that the patient experienced a lack of therapy efficacy. A dye study was attempted, and they were unable to aspirate via the catheter access port. A catheter occlusion was indicated. The catheter was partially explanted and replaced. The pump segment of catheter remained implanted and functional. The spinal segment of catheter was replaced. When spinal segment was explanted, the segment was flattened. The tip of catheter was with a white substance in the openings. The catheter was cut into many small pieces and replacement was cute three times. It was noted they had little time to calculate new catheter volume. The explanted portion of catheter was discarded by the healthcare provider. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown or would not be provided.